Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. On an unreported date, in the same month as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with intraperitoneal fortum, injection, 500 mg per bag (frequency not reported). The outcome of the peritonitis was unknown. It was not reported if dianeal therapies were ongoing. No additional information is available.